Event description:
Two of the six screws holding it together are missing. Noticed before case started. Case type / application: tha 4.1.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.